Event description:
The surgeon had implanted a trident psl shell (54mm with 2 screws), mdm liner (46m f), artisan plug (med) and an exeter stem (44 #2). He trialed with a 28/52 adm/mdm insert and 28mm -4 v40 head. He was happy with this, so the definitive insert and head were opened and put together using the press. The surgeon went to impact onto the stem, using the insert reduction tool (1235-0-020). When the insert reduction tool was taken away, the suction created by the tool on the construct was so strong that it pulled the construct off the trunion of the stem and it fell on the floor. The assistant suggested the initial impaction of the construct onto the stem may not have been sufficient enough, hence the suction created was able to pull it off the trunion. A replacement insert and head were opened, pressed together and impacted, without incident (and without a delay of more than 1 minute).

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding seating/locking issue involving an restoration adm reduction tool and a metal head ((B)(4)) was reported. The event was not confirmed. The device was returned and found to be dimensionally compliant. Device history review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the reported lot. The exact cause of the event could not be determined. The returned device was found to be dimensionally compliant. The reported information indicated that the initial impaction of the construct onto the stem may not have been sufficient enough, hence the suction created was able to pull it off the trunnion.

Event description:
The surgeon had implanted a trident psl shell (54mm with 2 screws), mdm liner (46m f), artisan plug (med) and an exeter stem (44 #2). He trialed with a 28/52 adm/mdm insert and 28mm -4 v40 head. He was happy with this, so the definitive insert and head were opened and put together using the press. The surgeon went to impact onto the stem, using the insert reduction tool (1235-0-020). When the insert reduction tool was taken away, the suction created by the tool on the construct was so strong that it pulled the construct off the trunnion of the stem and it fell on the floor. The assistant suggested the initial impaction of the construct onto the stem may not have been sufficient enough, hence the suction created was able to pull it off the trunnion. A replacement insert and head were opened, pressed together and impacted, without incident (and without a delay of more than 1 minute).